Manufacturer narrative:
(B)(4).

Event description:
It was reported that the display on the physician's tablet is very dark, and difficult to read. Company representative confirmed that the screen brightness setting was set to 100%. He decreased and increased the brightness level and the problem did not resolve. A replacement was provided as a result. The suspect tablet was received on 10/25/2016. Analysis is underway but has not been completed to date. Additional relevant information has not been received to date.

Event description:
Additional information was received from the physician that the screen brightness issue was initially observed on (B)(6) 2016. The tablet could not be used for programming as the screen display was dark. One patient's vns could not be programmed due to this issue. The tablet was not dropped accidentally nor suffer any known damage. An analysis was performed on the returned tablet and the reported allegation of computer screen light problem was verified. An analysis of the tablet verified that the display backlight was no longer functional. As a result, the display image was very dim and difficult to view. Once the display was replaced with a known good display, no further anomalies were identified.